Event description:
It was reported by the clinician that there was a suspected malfunction and the patient appeared to be getting shocked repeatedly by the cardiac resynchronization therapy defibrillator (crt-d). It was described as the whole body crunching up/cringing. No high voltage therapy had been delivered from the crt-d. It was noted that the left ventricular (lv) lead output was high and there was suspected t-wave oversensing (twos) on the right ventricular (rv) lead. The device, rv lead and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.